Manufacturer narrative:
This follow-up report is being submitted to clarify the allocation of the reported events to the corresponding device serial numbers. The only event associated with the right side implant (serial number (B)(6)) is a grade IV capsular contracture. The previously reported double capsule was confirmed to have occurred on the left side implant (serial number (B)(6)). No additional new information regarding the patient, event, or device performance has been identified. This follow-up is submitted solely to ensure accurate documentation of the event-to-device correlation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.

Event description:
USA. Allegedly a patient develop a capsular contracture baker grade iii in her right breast. Revision surgery was required.

Manufacturer narrative:
This follow-up report is being submitted because, although the initial report described a grade iii capsular contracture, intraoperative findings during the capsulectomy revealed the presence of a double capsule. This additional information was not available at the time of the original report and is being provided now to ensure accurate and complete event documentation.

Event description:
USA. Allegedly a patient develop aparented capsular contracture baker grade iii in her right breast, during the revision surgery a double capsule was observed